Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced kinked tubing, sample syringe, and wash syringe which resolved the issue. The beckman coulter internal identifier is case (B)(6).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The samples were rerun on another instrument with results considered correct. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.